Event description:
It was reported the device will not stay on. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis was able to confirm the customer comments; the printed circuit board (pcb) was out of electrical specification and corroded. The pcb was analyzed further and a capacitor component was found to have low capacitance. This condition caused the device not to stay on for the required time when the battery was removed. The cover and side bail covers were broken and one side bail was bent. Analysis also found that the upper/lower cases were broken. The heart block and lead flex cover were contaminated and the battery contacts were compressed. The ring and one side bail were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)-analysis was able to confirm the customer comments; the printed circuit board was out of electrical specification and corroded. The cover and side bail covers were broken and one side bail was bent. Analysis also found that the upper/lower cases were broken. The heart block and lead flex cover were contaminated and the battery contacts were compressed. The ring and one side bail were missing.